Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented cruciate retaining (cr) standard left size 8: catalog# 42502606401, lot# 63501212. Tibia cemented 5 degree stemmed left size f: catalog# 42532007501, lot# 77005079. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a left knee arthroplasty, the articular surface would not assemble with the base plate. There was a delay in procedure of approximately three minutes. The procedure was completed with another device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface found the dovetail feature was flared out. Some scratches and deformations were found on the part. Measured dimensions were found conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.